Manufacturer narrative:
Section b5 has been updated to include: "additional information provided by the customer on december 14, 2020 stated that the rn utilized the keofeed with the guidewire in place because she assumed that the correct port was visible and she lacked the knowledge of the product which was new to them. It is unknown if there were any kinks in the tubing. The patient required the anesthesia to replace the keofeed and had to have an endoscopy to have the keofeed removed and have a peg placed. The keofeed could not be placed at bedside (typical practice) the following day due to the pain, irritation, and lack of rom. The patient eventually required peg tube placement for nutrition but this was unrelated to the event". Section h6 "type of investigation" has been updated. Additional information provided by the customer stated that the device has been discarded.

Event description:
The customer reported that in the early morning, they went in to give the patient some meds via nasojejunal tube. Flushed tube with 30 ml. Then as soon as they went to give meds, crushed and mixed well with about 40ml of water, the tube immediately clogged. It was then noticed that the tube still had the guide wire in the tube. It is unclear why the guide wire was left in tube even after placement was verified and tube feedings were started. Whatever they tried, the tube would not unclog. They attempted to remove the wire and it would only come out part way and then the tube would coil and irritated and caused pain for patient. Team notified; keofeed replaced endoscopically under general anesthesia. Additional information provided by the customer on december 14, 2020 stated that the rn utilized the keofeed with the guidewire in place because she assumed that the correct port was visible and she lacked the knowledge of the product which was new to them. It is unknown if there were any kinks in the tubing. The patient required the anesthesia to replace the keofeed and had to have an endoscopy to have the keofeed removed and have a peg placed. The keofeed could not be placed at bedside (typical practice) the following day due to the pain, irritation, and lack of rom. The patient eventually required peg tube placement for nutrition but this was unrelated to the event

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that in the early morning, they went in to give the patient some meds via nasojejunal tube. Flushed tube with 30 ml. Then as soon as they went to give meds, crushed and mixed well with about 40ml of water, the tube immediately clogged. It was then noticed that the tube still had the guide wire in the tube. It is unclear why the guide wire was left in tube even after placement was verified and tube feedings were started. Whatever they tried, the tube would not unclog. They attempted to remove the wire and it would only come out part way and then the tube would coil and irritated and caused pain for patient. Team notified; keofeed replaced endoscopically under general anesthesia.